Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported air was noticed in the patient during the final scan. Two iceforce cryoablation needles were used in a 3cm tumor kidney ablation. The patient was over (B)(6). The needles were fully submerged during testing as per the instructions for use (IFU) with no issues. A biopsy was performed before the cryoablation procedure and the first needle was initially placed through the introducer used for the biopsy forceps, but the introducer was removed due to difficulty reaching the tumor. The second needle was inserted at a second location. There was a glove thickness distance between the skin and handle and the treatment consisted of a 10-minute freeze /5-minute active thaw /10-minute freeze & 6-minute active thaw. Computed tomography (CT) scans were taken at the start of the procedure, 6 minutes, 9 minutes into the 2nd freeze, and after the final thaw. The physician removed the needles by pulling the handles of the probe. No air was present in the initial scans. Air was noticed in the patient during the second freeze on the final scan. It was noted there were no visible skin burns at the insertion site of the needles, which would be anticipated if the handle had contact with the skin. The patient experienced pain at the treatment site but later subsided with no treatment. The patient also had a bleed that was thought to be due to the biopsy needle, and a drop in blood pressure after the procedure. The treatment for the bleeding and decrease in blood pressure is unknown but the patient was transferred to the post-procedure recovery unit, noted to be doing ok and discharged the same day. Approximately 10-minutes after the procedure was completed the needles were fully submerged again and tested. A gas leak was discovered at the proximal end of one of the needles where it attaches to the handle. Per the physician no previous procedures were performed.

Manufacturer narrative:
Weight: over 400lbs. Device evaluated by manufacturer: the needle from lot # u1352 was returned and no issues were detected. The needle did not leak at the handle or shaft and there were no failures identified. This confirmed that the needle did not cause the reported leak.

Event description:
It was reported air was noticed in the patient during the final scan. Two iceforce cryoablation needles were used in a 3cm tumor kidney ablation. The patient was over 400lbs (420-430). The needles were fully submerged during testing as per the instructions for use (IFU) with no issues. A biopsy was performed before the cryoablation procedure and the first needle was initially placed through the introducer used for the biopsy forceps, but the introducer was removed due to difficulty reaching the tumor. The second needle was inserted at a second location. There was a glove thickness distance between the skin and handle and the treatment consisted of a 10-minute freeze /5-minute active thaw /10-minute freeze & 6-minute active thaw. Computed tomography (CT) scans were taken at the start of the procedure, 6 minutes, 9 minutes into the 2nd freeze, and after the final thaw. The physician removed the needles by pulling the handles of the probe. No air was present in the initial scans. Air was noticed in the patient during the second freeze on the final scan. It was noted there were no visible skin burns at the insertion site of the needles, which would be anticipated if the handle had contact with the skin. The patient experienced pain at the treatment site but later subsided with no treatment. The patient also had a bleed that was thought to be due to the biopsy needle, and a drop in blood pressure after the procedure. The treatment for the bleeding and decrease in blood pressure is unknown but the patient was transferred to the post-procedure recovery unit, noted to be doing ok and discharged the same day. Approximately 10-minutes after the procedure was completed the needles were fully submerged again and tested. A gas leak was discovered at the proximal end of one of the needles where it attaches to the handle. Per the physician no previous procedures were performed.